Event description:
The patient's system was explanted due to infection. Three days after explant, the surgeon cleaned out the old implant site due to a possible epidural abcess.

Manufacturer narrative:
Explanted product was discarded by the medical facility. No product will be returned for evaluation.